Event description:
Customer reported that he received a no delivery alarm during prime. Customer was instructed to disconnect and connect the infusion set and reservoir and perform manual prime; customer stated the insulin did not exit with plunger push. Customer performed manual prime with a new infusion set and current reservoir; insulin did exit the tubing. Customer was then advised to rewind the insulin pump, reinsert reservoir and run a 5 unit fixed prime; insulin pump did not alarm no delivery. Customer also reported that the plastic on the reservoir compartment is breaking off. Blood glucose value is 260 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.